Event description:
Upon delivery, one eclipse homepump (model #e201000, lot 0202747400, filled with ceftriaxone 2 grams/ 0.9 percent sodium chloride 100 ml was received with broken tubing at junction and reservoir.